Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device has been returned and preliminary evaluation has been performed,. The investigation is ongoing and a device evaluation summary will be included in a follow up report once the investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17nov2020. The event occurred during a stone extraction procedure. The device was teste prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that during a stone extraction procedure using a ncompass nitinol stone basket extractor, a wire in the basket bent near the hub of the hand piece. The device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncompass nitinol stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.5cm in length. The basket sheath was partially severed. A portion of coil assembly extended from the support sheath. A functional test determined the handle did not actuate the basket formation. The coil assembly had offset coils and was kinked in two locations. The support sheath was still attached to the basket sheath. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that was opened and could not be closed due to sheath damage. The basket sheath was severely kinked and separated at the red support sheath near the handle. The provided information stated the device was tested before use and the issue occurred during use of the device. Based on the information available, cook has concluded that the device was inadvertently damaged during use. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: n-compass nitinol stone basket extractor. Occupation: other non-healthcare professional: supply & equipment coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a n-compass nitinol stone basket extractor, a wire in the basket bent near the hub of the hand piece. No adverse effects have been reported due to the alleged malfunction. Additional device, patient, and event information have ben requested.